Manufacturer narrative:
Correction on initial report: g.3 (disregard user facility). Additional information provided: d.10 the customer reported problem was confirmed. Visual inspection the service technician noted that they replaced keypad for keypad harness delaminated. The proximate cause of the reported issue was due to electrical failure of the keypad. A review of the device history record for sn (B)(6) was performed from (B)(6) 2019 to (B)(6)2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported keypad won't turn on / off.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported keypad won't turn on / off.